Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not work as intended. Two weeks later, surgical intervention was performed and a crack was identified in the pump connecting tube. The pump was replaced, and there were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Examination of the pump found that the tubing was cut down to the kink resistant tubing (krt) and not returned for analysis. The pump did not pass the activation tests performed. Based on this information, the reported allegation of a mechanical issue was confirmed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not work as intended. Two weeks later, surgical intervention was performed and a crack was identified in the pump connecting tube. The pump was replaced, and there were no patient complications reported.